Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol retuned in four segments inside clear plastic bag. Solution is dried on the intraocular lens (iol). Both haptics are broken/torn and are returned. The optic is cracked/fractured and torn/split-cut dividing the iol in four. No cartridge returned. We are unable to determine the root cause for the reported complaint crack was found during loading of the lens. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during loading the lens crack was noticed, so it was not implanted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).